Event description:
As reported by the user facility: customer reported a needle dislodgment for approx 15 seconds and the machine did not alarm. Doctor is wondering why the machine did not alarm. Estimated blood loss 100ml. Nurse was standing by the machine and corrected the situation. No pt harm. Ref MFR report # 3002879653-2013-00132.